Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without user input during programming/ setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device alarmed improper shutdown. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the corroded battery pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.